Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged a discrepant result on one pooled sample (2 patients samples) while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged pooled sample initially generated a positive result for sars-cov-2 (negative for influenza a&b). Each individual sample was then tested twice on cobas® liat® system which yielded negative results for all targets. Results were reported as negative. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Based on the data analysis the most likely cause for the discrepancy observed is due to the samples having a low viral load and also the departure from sample processing according to instructions for use (IFU). Note that samples near or below the lod of the test may generate wavering results. The customer indicated multiple samples were pooled to generate the original sample run which generated the erroneous result. Sample pooling is not part of the validated workflow in the IFU. (B)(4).